Manufacturer narrative:
Approximate age of device: the approximate age of the device was 1 year and 4 months. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019 due to hemoglobin levels of 6.8 grams per deciliter. Two units of packed red blood cells (pbrcs) were transfused. An esophagogastroduodenoscopy was performed on (B)(6) 2019. One unit of pbrcs was transfused on (B)(6) 2019 and another unit was transfused on (B)(6) 2019. An arteriovenous malformation was found in the mid-jejunum and was treated with argon plasma coagulation. The patient was discharged to home on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section h4: correction manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.